Event description:
"Per pt, when woke in morning, fluid had leaked below drain box onto floor, call to on-call nurse at clinic and rec'd prophylactic antibiotics per protocol. Instructed to call if became symptomatic." Sample is available for eval. Pt rec'd 2g vancomycin and 1g ceftazidim.